Event description:
A report has been received from a peritoneal dialysis pt. Initially this pt reported that she noticed a leak coming from the cassette on this tubing set. The pt was contacted for add'l info about this event. It has been learned, that when she woke up in the morning and opened the door to the tubing cassette, she noticed the fluid leaking and didn't think anything about it. Then last night during treatment, she noticed cloudy drainage and stomach pain. She reported that she was diagnosed with peritonitis. The clinic is currently treating this pt. She will receive 2 weeks of antibiotic treatment for this incident. At this time she is recovering and feeling well. She continues with peritoneal dialysis at home. She did not save the sample.